Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the ER with bradycardia. Patient was stabilized with temp pacer wires. It was noted that both right and left ventricular leads were not capturing. Fluoroscopy revealed signs of dislodgement for both leads. It is believed that the leads pulled back because the physician used absorbable sutures to secure them. Both leads and the device were explanted and replaced.